Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported , it was discovered that serial numbers (B)(4) (implanted on right side) reported as replacement device used in implant surgery on (B)(6) 2022. Serial number is expired unit as of 03/nov/2021 prior to the implantation date. Device remains implanted.

Event description:
Healthcare professional reported, device expired prior to the implantation date. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.